Event description:
It was reported that the device had a weak 7 segment led. There was no patient involvement.

Event description:
It was reported that the device had a weak 7 segment led. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 22jul2019 to present date 09nov2020, and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for out of specification, which does not correlate to the customer reported issue

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a weak 7 segment led. There was no patient involvement.